Event description:
It was reported that the caller experienced a discrepancy between the pump's displayed time and the actual time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extremely high or low blood glucose values. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies, which the caller understood and acknowledged.